Event description:
The reusable poly insert impactor tip broke during surgery. The surgery was completed successfully.

Manufacturer narrative:
The reusable poly insert impactor tip broke during surgery. The surgery was completed successfully. The instrument was discarded after surgery and lot number was not provided. Device eval could not be performed.